Manufacturer narrative:
The customer discarded.

Event description:
The user facility reported that there were droplets of moisture found inside the package and in the plastic tray during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that there were droplets of moisture found inside the package and in the plastic tray during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.